Manufacturer narrative:
The investigation details has been corrected as follows: the device was returned to johnson & johnson medtech for evaluation. The returned device's visual inspection and screening test were performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material and a hole on the surface of the pebax. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. In addition, the adhesive in the tip section was inspected, and it was correctly applied. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force sensor error 106 reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure since there is blood inside of it. The instructions for use (IFU) in the carto 3 system manual contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. For the damage on the pebax the catheter instruction for use (IFU) contains the following warnings and precautions: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The device was returned to johnson & johnson medtech for evaluation. The returned device's visual inspection and screening test were performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material and a hole on the surface of the pebax. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. In addition, the adhesive in the tip section was inspected, and it was correctly applied. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The force sensor error 106 reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The damage to the pebax is unrelated to the customer complaint; the potential cause for this damage may be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. For the damage on the pebax the catheter instruction for use (IFU) contains the following warnings and precautions: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the reddish material and a hole on the surface of the pebax found during device analysis. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the open circuit found on the tip area during analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and a 106-alert code occurred after the catheter was plugged into carto, and before first ablation (out of box failure). A second device was used to complete the operation. There was no adverse event reported on the patient. The catheter was not used in the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and screening test were performed. Visual analysis revealed reddish material and a hole on the surface of the pebax. This finding is MDR reportable.